Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, both surgeon's consoles were getting three audible tones back-to-back when the vessel sealer was being used with the e-100 generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no errors. The e-100 audible tones were normal, and everything was functioning correctly with no faults. However, the customer was getting the audible beeps like the system was in an error state. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was onsite when the issue occurred. The fse watched the surgeon operate the vse and the surgeon was getting the "unhappy beeps" between seal and cut every time. The customer would power cycle the system and try again. The fse stated that he was able to reproduce the issue on a different system while testing an e-100 vse instrument. The issue could be reproduced if the seal pedal was hit between the seal and cut function. The fse contacted site and was confirmed that no further issues noted. The issue was addressed with phone support and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.